Event description:
The customer reported uncontained fluid leak of an unspecified volume from the coulter hmx hematology analyzer with autoloader while performing purge cycle. The fluid leak consisted of diluent, blood and clenz mixture. The instrument did not generated any error messages and there was no report of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles, and laboratory gown when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found the blood sampling valve (bsv) actuator valve was not rotating properly and replaced the bsv actuator. The instrument ran without leaks and the repairs were verified per established procedure. (B)(4).